Event description:
Revision surgery - due to the patient's posterior cruciate ligament (pcl) rupturing; not an implant issue. The surgeon removed the 6 x15 insert and implanted a new 6 x 19 insert. Do not have the original delivery ticket.

Manufacturer narrative:
The reason for the revision surgery was a ruptured posterior cruciate ligament (pcl) soft tissue and not due to implant issue. The implant was in the patient for 8 years prior to revision. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there are two prior complaints against this part number that were related to knee infection. This is the 2nd complaint from this lot. The root cause for the revision was a ruptured posterior cruciate ligament (pcl) soft tissue and not due to implant issue. The cause of the ruptured pcl was not reported. There are no indications of a product or process issue affecting implant safety or effectiveness.